Event description:
It was reported: a patient was using an h850 portable liquid oxygen device. The pt filled the device and placed it in the backpack accessory for use over her shoulder. Approximately 45 minutes later, the patient felt a tingling sensation on her skin and she noticed frost on the backpack. The next day a blister appeared. The patient received a topical ointment from her physician for the injury.

Manufacturer narrative:
Device has been received and is undergoing evaluation. Product labeling warns, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/ -183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue. Always keep the h850 portable in one of the following positions: upright, flat on its back or any position in between. It is important to always keep the h850 portable in one of these positions or liquid oxygen may escape."